Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: dislodged left essure microinsert seen within the endometrial cavity and endocervical canal'), genital haemorrhage ('abnormal bleeding (general)'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and nephrolithiasis ('CT of pelvis- non obstructing 2 mm left nephrolithiasis at the lower pole left kidney parenchymal calyceal junction') in a (B)(6) female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menstrual flow excessive, multigravida, parity 3 and spontaneous abortion. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included uterine fibroids, flank pain, abdominal pain, dysuria, chills, fever, suprapubic pain, constipation, night sweats, psoriasis, depression, obesity, hypertension and irregular periods. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced nephrolithiasis (seriousness criterion medically significant), haematuria ("bladder or urinary problems or changes: hematuria"), cystitis ("bladder or urinary problems or changes: bladder infections") and fatigue ("fatigue"), 2 years 4 months after insertion of essure. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (b()(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced pelvic pain ("pain pelvic") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), endometrial thickening ("ultrasound showed endometrial thickness measuring 14 mm"), urinary tract pain ("urinary pain"), renal pain ("kidney pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), bladder disorder ("bladder or urinary isses") and urinary tract disorder ("bladder or urinary issues"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), hydroxychloroquine, ibuprofen, nitrofurantoin (macrodantin), norethisterone acetate (aygestin) and surgery (removal of essure device left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, nephrolithiasis, endometrial thickening, bladder disorder and urinary tract disorder outcome was unknown, the genital haemorrhage, urinary tract infection, urinary tract pain, renal pain, dyspareunia, nausea, vaginal discharge, pelvic pain, weight increased and migraine had resolved and the systemic lupus erythematosus, haematuria, cystitis, fatigue and alopecia was resolving. The reporter considered alopecia, bladder disorder, cystitis, device expulsion, dyspareunia, endometrial thickening, fatigue, genital haemorrhage, haematuria, migraine, nausea, nephrolithiasis, pelvic pain, renal pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, urinary tract pain, vaginal discharge and weight increased to be related to essure. The reporter commented: surgery (other) type of surgery: laparoscopic tubal cautery & transection (right), diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.57 kgs. Computerised tomogram abdomen - on (B)(6) 2015: small segment of coil has migrated into endocervical canal; on (B)(6) 2018: dislodged left essure microinsert seen within the endometrial cavity and endocervical canal. Computerised tomogram pelvis - on an unknown date: non obstructing 2 mm left nephrolithiasis at the lower pole left kidney parenchymal calyceal junction.. Ultrasound scan on an unknown date: ultrasound showed endometrial thickness measuring 14 mm. The uterus measures 10.0 x 5.7 x 6.0 cm. Endometrial stripe is borderline thickened measuring 19 mm. At the posterior body of the uterus is a hypoechoic structure measuring 1.1 x 0.9 x 0.9 cm compatible with fibroid. Towards the posterior fundal region there is a 2.0 x 1.2 x 1.9 cm hypoechoic structure and along the right fundal region is a 0.9 x 1.4 x 0.9 cm structure compatible with fibroid. E-sure coils are present with in the fallopian tubes bilaterally and projecting to the fundal margins of the endometrial canal bilaterally. There is a separate segment more inferiorly within the endometrial canal likely reflecting an e-sure coil segment as seen on prior CT. No other uterine lesions. No adnexal masses. The right ovary measures 3.2 x 2.5 x 2.7 cm. Left ovary measures 2.7 x 1.5 x 2.7 cm. There is vascular flow to the bilateral ovaries. E-sure coils are in place. Coils project along the fundal margin of the endometrial canal.. X-ray - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: pelvic pain, utl, hematuria, nephrolithiasis, partial expulsion of device, dyspareunia, fatigue, cystitis. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received: new events added-migration of essure device location of device: dislodged left essure micro-insert seen within the endometrial cavity and endocervical canal, abnormal bleeding (general), bladder or urinary problems or changes, infection (bladder/ urinary tract/vaginal) type: uti, endometrial thickening, autoimmune disorder type of disorder: lupus, bladder or urinary problems or changes: hematuria, bladder infections, bladder pain, kidney pain, dyspareunia (painful sexual intercourse), nausea, vaginal discharge, pain pelvic, fatigue, weight gain, nephrolithiasis, alopecia, migraine. Outcome for the events abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type: uti, bladder pain, renal pain, dyspareunia (painful sexual intercourse), nausea, vaginal discharge, pain pelvic and weight gain updated to recovered / resolved and for events autoimmune disorder type of disorder: lupus, bladder or urinary problems or changes: hematuria, bladder infections and fatigue updated to recovering / resolving. Patient dob added. Reporter information, product indication and removal date updated. Medical history, concomitant drugs and conditions added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: dislodged left essure microinsert seen within the endometrial cavity and endocervical canal'), genital haemorrhage ('abnormal bleeding (general)'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and nephrolithiasis ('CT of pelvis- non obstructing 2 mm left nephrolithiasis at the lower pole left kidney parenchymal calyceal junction') in a 34-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menstrual flow excessive, multigravida, parity 3 and spontaneous abortion. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included uterine fibroids, flank pain, abdominal pain, dysuria, chills, fever, suprapubic pain, constipation, night sweats, psoriasis, depression, obesity, hypertension and irregular periods. On (B)(6)2013, the patient had essure inserted. On (B)(6)2015, the patient experienced nephrolithiasis (seriousness criterion medically significant), haematuria ("bladder or urinary problems or changes: hematuria"), cystitis ("bladder or urinary problems or changes: bladder infections") and fatigue ("fatigue"), 2 years 4 months after insertion of essure. In (B)(6)2015, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6)2016, the patient experienced pelvic pain ("pain pelvic") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), endometrial thickening ("ultrasound showed endometrial thickness measuring 14 mm"), dysuria ("urinary pain"), renal pain ("kidney pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), bladder disorder ("bladder or urinary issues") and urinary tract disorder ("bladder or urinary issues"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), hydroxychloroquine, ibuprofen, nitrofurantoin (macrodantin), norethisterone acetate (aygestin) and surgery (removal of essure device left salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion, nephrolithiasis, endometrial thickening, bladder disorder and urinary tract disorder outcome was unknown, the genital haemorrhage, urinary tract infection, dysuria, renal pain, dyspareunia, nausea, vaginal discharge, pelvic pain, weight increased and migraine had resolved and the systemic lupus erythematosus, haematuria, cystitis, fatigue and alopecia was resolving. The reporter considered alopecia, bladder disorder, cystitis, device expulsion, dyspareunia, dysuria, endometrial thickening, fatigue, genital haemorrhage, haematuria, migraine, nausea, nephrolithiasis, pelvic pain, renal pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: surgery (other) type of surgery: laparoscopic tubal cautery & transection (right), diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.57 kgs. Computerised tomogram abdomen - on (B)(6)2015: small segment of coil has migrated into endocervical canal; on (B)(6)2018: dislodged left essure microinsert seen within the endometrial cavity and endocervical canal.. Computerised tomogram pelvis - on an unknown date: non obstructing 2 mm left nephrolithiasis at the lower pole left kidney parenchymal calyceal junction.. Ultrasound scan - on an unknown date: ultrasound showed endometrial thickness measuring 14 mm. The uterus measures 10.0 x 5.7 x 6.0 cm. Endometrial stripe is borderline thickened measuring 19 mm. At the posterior body of the uterus is a hypoechoic structure measuring 1.1 x 0.9 x 0.9 cm compatible with fibroid. Towards the posterior fundal region there is a 2.0 x 1.2 x 1.9 cm hypoechoic structure and along the right fundal region is a 0.9 x 1.4 x 0.9 cm structure compatible with fibroid. E-sure coils are present with in the fallopian tubes bilaterally and projecting to the fundal margins of the endometrial canal bilaterally. There is a separate segment more inferiorly within the endometrial canal likely reflecting an e-sure coil segment as seen on prior CT. No other uterine lesions. No adnexal masses. The right ovary measures 3.2 x 2.5 x 2.7 cm. Left ovary measures 2.7 x 1.5 x 2.7 cm. There is vascular flow to the bilateral ovaries. E-sure coils are in place. Coils project along the fundal margin of the endometrial canal.. X-ray - on (B)(6)2013: total bilateral occlusion; on (B)(6)2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: pelvic pain, utl, hematuria, nephrolithiasis, partial expulsion of device, dyspareunia, fatigue, cystitis lot number: a15527,manufacture date: 2012/06, expiration date:2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: dislodged left essure microinsert seen within the endometrial cavity and endocervical canal/migration of essure device location of device: uterine cavity') in a 34-year-old female patient who had essure (batch no. A15527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menstrual flow excessive, multigravida, parity 3 and spontaneous abortion. Previously administered products included for an unreported indication: depo provera from 2009 to 2010, yaz from 2008 to 2009 and birth control pills. Concurrent conditions included uterine fibroids, flank pain, abdominal pain, dysuria, chills, fever, suprapubic pain, constipation, night sweats, psoriasis, depression, obesity, hypertension and irregular periods. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced nephrolithiasis ("CT of pelvis- non obstructing 2 mm left nephrolithiasis at the lower pole left kidney parenchymal calyceal junction"), haematuria ("bladder or urinary problems or changes: hematuria"), cystitis ("bladder or urinary problems or changes: bladder infections") and fatigue ("fatigue"), 2 years 4 months after insertion of essure. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced pelvic pain ("pain pelvic") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), endometrial thickening ("ultrasound showed endometrial thickness measuring 14 mm"), dysuria ("urinary pain"), renal pain ("kidney pain"), nausea ("nausea"), bladder disorder ("bladder or urinary isses"), urinary tract disorder ("bladder or urinary issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), hydroxychloroquine, ibuprofen, nitrofurantoin (macrodantin), norethisterone acetate (aygestin) and surgery (removal of essure device left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, nephrolithiasis, endometrial thickening, bladder disorder and urinary tract disorder outcome was unknown, the genital haemorrhage, urinary tract infection, dysuria, renal pain, dyspareunia, nausea, vaginal discharge, pelvic pain, weight increased, migraine, vaginal haemorrhage and menorrhagia had resolved and the systemic lupus erythematosus, haematuria, cystitis, fatigue and alopecia was resolving. The reporter considered alopecia, bladder disorder, cystitis, device expulsion, dyspareunia, dysuria, endometrial thickening, fatigue, genital haemorrhage, haematuria, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, renal pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: surgery (other) type of surgery: laproscopic tubal cautery & transection (right), diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: small segment of coil has migrated into endocervical canal; on (B)(6) 2018: dislodged left essure microinsert seen within the endometrial cavity and endocervical canal.. Computerised tomogram pelvis - on an unknown date: non obstructing 2 mm left nephrolithiasis at the lower pole left kidney parenchymal calyceal junction.. Ultrasound scan - on an unknown date: ultrasound showed endometrial thickness measuring 14 mm. The uterus measures 10.0 x 5.7 x 6.0 cm. Endometrial stripe is borderline thickened measuring 19 mm. At the posterior body of the uterus is a hypoechoic structure measuring 1.1 x 0.9 x 0.9 cm compatible with fibroid. Towards the posterior fundal region there is a 2.0 x 1.2 x 1.9 cm hypoechoic structure and along the right fundal region is a 0.9 x 1.4 x 0.9 cm structure compatible with fibroid. E-sure coils are present with in the fallopian tubes bilaterally and projecting to the fundal margins of the endometrial canal bilaterally. There is a separate segment more inferiorly within the endometrial canal likely reflecting an e-sure coil segment as seen on prior CT. No other uterine lesions. No adnexal masses. The right ovary measures 3.2 x 2.5 x 2.7 cm. Left ovary measures 2.7 x 1.5 x 2.7 cm. There is vascular flow to the bilateral ovaries. E-sure coils are in place. Coils project along the fundal margin of the endometrial canal.. X-ray - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: pelvic pain, utl, hematuria, nephrolithiasis, partial expulsion of device, dyspareunia, fatigue, cystitis lot number: a15527,manufacture date: 2012/06 expiration date:2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event abnormal bleeding (vaginal, menorrhagia) was added. Onset date of the events dyspareunia (painful sexual intercourse) was added. Reporter information and historical drug were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.